Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 536 mg/dl at the time of incident and other blood glucose was 200 mg/dl. Customer treated with insulin pump. The customer stated that they were using the auto mode feature. The customer reported that they did not allege insulin pump was under delivering. Insulin delivery was suspended due to sensor glucose. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.